Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4). Performance data was collected from the device and has been analyzed. Power on reset - power on reset parameters: 4 - pors in log for vdd monitor vreg monitor, addr=0000, data=00, on (B)(6) 2011 in the timeframe between 10:47:42 and 10:47:45. Patient alert for por on (B)(6) 2011 09:47:45. Battery voltage - battery depletion indicated/eri: s2d file (B)(4) is record from device por shows battery voltage =1.31v on (B)(6) 2011, device eri <= 2.62v. The device was returned and analyzed. The analysis was inconclusive.

Event description:
It was reported that the device experienced an electrical reset. The reset was cleared, and the device also exhibited end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.